Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included vicodin (norco) for dyspareunia and pain, obetrol (adderall) for fatigue, antiinflammatory agents, ophthalmic for pain, headache and migraine, anovlar (loestrin) and trazodone for vaginal bleeding, menorrhagia and pain, tramadol for vaginal bleeding, menorrhagia, dyspareunia, pain, migraine and headache as well as prenatal vitamins since 2009. In august 2009, the patient had essure inserted. On (B)(6) 2010, 6 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding / prolonged menstruation / abnormal bleeding (menorrhagia)/ abnormal menstruation"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2010, the patient experienced sciatica ("sciatica"). On (B)(6) 2011, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2014, the patient experienced headache ("worsening of her headaches / headaches"). In december 2015, the patient experienced scar ("excessive scar tissue") and ovarian cyst ("right ovarian cyst adhered to abdominal wall"). In june 2016, the patient experienced intervertebral disc degeneration ("degenerative disc disease of back"). In november 2017, the patient experienced osteoarthritis ("osteoarthritis"). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping, right abdominal cramping when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain, joint pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines / migraines"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression /depression"), anxiety ("worsening of her anxiety / anxiety/ emotional anguish"), rash erythematous ("rashes / patches of skin resembling burn marks"), erythema ("skin redness"), skin disorder ("skin bumps"), dry skin ("dry skin"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), weight decreased ("weight loss"), neck pain ("neck pain"), pain ("pain in whole right side of the body"), bacterial infection ("chronic bacterial infections") and allergy to metals ("nickel allergy"). The patient was treated with sertraline (zoloft), galenic /polymyxin b/neomycin/bacitracin (triple antibiotic ointment), phentermine and surgery (bilateral salpingectomy,total hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, arthralgia, back pain, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash erythematous, erythema, skin disorder, dry skin, blister, pruritus, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage, scar, osteoarthritis, intervertebral disc degeneration, sciatica, neck pain, pain, bacterial infection, ovarian cyst and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial infection, blister, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, intervertebral disc degeneration, menorrhagia, menstrual disorder, migraine, neck pain, osteoarthritis, ovarian cyst, pain, pelvic pain, pruritus, rash erythematous, scar, sciatica, skin disorder, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy with bilateral salpingectomy, and right oophorectomy, during which her uterus, cervix, both fallopian tubes, and right ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes; in december 2009: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " right abdominal cramping when not menstruating, hip pain, excessive scar tissue, osteoarthritis, degenerative disc disease of back, sciatica, neck pain, pain in whole right side of the body, chronic bacterial infections, right ovarian cyst adhered to abdominal wall, nickel allergy" are added. Concomitant and treatment drug are added. Patient information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included vicodin (norco) for dyspareunia and pain, obetrol (adderall) for fatigue, antiinflammatory agents, ophthalmic for pain, headache and migraine, anovlar (loestrin) and trazodone for vaginal bleeding, menorrhagia and pain and tramadol for vaginal bleeding, menorrhagia, dyspareunia, pain, migraine and headache. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding / prolonged menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2014, the patient experienced headache ("worsening of her headaches / headaches"). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines / migraines"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression /depression"), anxiety ("worsening of her anxiety / anxiety "), rash erythematous ("rashes / patches of skin resembling burn marks"), erythema ("skin redness"), skin disorder ("skin bumps"), dry skin ("dry skin"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and right oophorectomy were performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, arthralgia, back pain, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash erythematous, erythema, skin disorder, dry skin, blister, pruritus, alopecia, fatigue, weight increased, weight decreased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, blister, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash erythematous, skin disorder, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy with bilateral salpingectomy, and right oophorectomy, during which her uterus, cervix, both fallopian tubes, and right ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jan-2009: full occlusion of fallopian tubes; in december 2009: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), menorrhagia ("heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash erythematous ("rashes / patches of skin resembling burn marks"), erythema ("skin redness"), skin disorder ("skin bumps"), dry skin ("dry skin"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and right oophorectomy were performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, arthralgia, back pain, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash erythematous, erythema, skin disorder, dry skin, blister, pruritus, alopecia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, blister, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash erythematous, skin disorder, tooth loss, uterine pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy with bilateral salpingectomy, and right oophorectomy, during which her uterus, cervix, both fallopian tubes, and right ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2009: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.